Manufacturer narrative:
The returned device was evaluated. Device inspection found the reported issue of screen flashing on and off was confirmed and was found to be due to the connector from the vfd (vacuum fluorescent display) screen to pkrf board was loose, however, the reported error 160 was not able to be duplicated. Further testing found faulty socket select board causing low output value during the ¿thermionic voltage threshold¿ testing. The current limit testing failed due to faulty sprf board. Unrelated to the reported issue, multiple scratches were found on the top case unit. Review of fault log found error 400 ref 16, one time indicated front panel ¿cut down ¿button stuck. The usual cause is that the relevant button is held down during power on self-test or there is a faulty membrane keypad and error 400 ref 12, one time indicated footswitch mode pedal stuck. The usual cause is that the relevant foot pedal is held down during power on self test or there is a faulty foot pedal. Based on evaluation findings, the reported issue was identified to be attributed to a loose connector causing the flashing screen on and off. Other failures found were identified to be due to faulty sprf board and faulty socket select board. The root cause of the failures were due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
A report of screen keeps flashing on and off, numbers and question marks keeps coming on with error 160 showing was reported during an unknown procedure. There was no patient harm or injury reported due to the event. No user injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device had been previously serviced by olympus therefore a service history review will replace DHR ( device history record ) review. A review of the previous service shows no abnormalities. Olympus will continue to monitor complaints for this device.